Manufacturer narrative:
This event was inadvertently filed. Upon further clarification from the customer, when the pump was dropped, the screen was not cracked and the pump was still functional. The customer reported a motor noise and inquired if this would impact insulin delivery. A standard system check confirmed that the pump was delivering insulin and was functioning as intended. This event is not reportable, as there was no device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and the touch screen was shattered and responsive. Reportedly, the pump was no longer functional and no longer delivered insulin. The customer's blood glucose was 278 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.